Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime iliac stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned for a follow-up approximately 5 months post index procedure where physician noticed a gradient in one of the iliac limbs of the patient. The physician elected to re-intervene by performing an angioplasty and kissing balloon technique, which successfully resolved the stenosis. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inadequate stent graft patency was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. The final patient outcome was not reported and there was no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).